Manufacturer narrative:
Results - side rail timing link assembly.

Event description:
It was reported by service report that the siderail cannot lock in the up position. No pt involvement or adverse consequences are reported.